Event description:
Reference number (B)(4). Event occurred in germany. It was reported by the patient that inflammation at the previous infusion site, went to doctor and received antibiotics ointment. No further information was available.